Event description:
Boston scientific received information that placement difficulty was reported during the implant of this dextrus lead in this patient's atrium. The physician reported that it took 8-9 attempts to place the lead and during the extension and retraction of the helix, an effusion occurred. A procedure was performed to relieve the pressure and no adverse patient effects were reported. The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.